Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device will not be returned to edwards for evaluation as it remains implanted in the patient. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with 27mm mitral valve for 8 years, 9 months, underwent a valve in valve procedure due to stenosis. A 29mm replacement valve was implanted in the patient. The patient is reported to be doing well post procedure.

Manufacturer narrative:
H10: update: b5, b7, patient codes, method codes; additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of this event cannot be conclusively determined. However, patient related factors may have contributed to the event. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Through medical records it was learned a patient initially implanted with 27mm mitral valve for 8 years, 9 months, underwent a valve in valve procedure due to severe mitral stenosis, mitral annular calcification and mitral regurgitation. The patient was additionally diagnosed with congestive heart failure and pulmonary edema. A 29mm replacement valve was implanted in the patient. The procedure was successful with no leaks and the patient was transferred to the ICU post procedure. The patient is reported to be doing well and was discharged pod #3.

Manufacturer narrative:
H10: patient code added.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.